Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years nine months post filter deployment computed tomography (CT) revealed the filter with its tip 5.5 cm below the renal veins and no tilting of the filter. Several struts penetrate beyond the inferior vena cava ranging approximately 5-8 mm penetration. These predominate reaching fat adjacent to the inferior vena cava although struts do abut anteromedial right psoas muscle, distal aorta, proximal right common iliac artery and the anteroinferior l4 vertebral body. Slight remodeling results involving the anteroinferior l4 vertebral body. Therefore, the investigation is confirmed for the peroration of the inferior vena cava(ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 05/2013.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that several struts extend beyond the inferior vena cava wall approximately 5-8 cm and abut right psoas muscle, distal aorta, right iliac artery and the anteroinferior l4 vertebral body. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced back and abdominal pain; however, the current status of the patient is unknown.